Event description:
The customer stated that she was going outside. She was walking with the cane. She lost her balance and fell to the ground. The cane did not support her. The cane broke apart where it folds. The consumer stated that she thinks that she pulled a muscle in her left leg. Also her left shoulder was hurt. The consumer went to see her regular doctor ((B)(6)2015). She also went the (B)(6) med ctr on (B)(6). The consumer contacted hurrycane on (B)(6).. She was offered a refund. The consumer denied the offer. The consumer rec'd a call from hurrycane on (B)(6). She has not returned the call. Purchase date: (B)(6) 2014 this date is an estimate. The prod was not damaged before the incident. (B)(4).